Event description:
Consumer reports toothbrush head disengaged during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
The head was made at the following location. Contract manufacturer: trisa (B)(4). The body was made at the following location. Contract manufacturer: hayco (B)(4).